Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient is deceased. It was further reported that there was suspected fractures of the right ventricular (rv) and superior vena cava (svc) coils of the right ventricular (rv) lead. The patient is noted to have had ventricular fibrillation (vf), was not able to be rescued, and passed away.

Event description:
It was reported the patient is deceased. It was further reported that there was a suspected fracture of the right ventricular (rv) coil of the rv lead. The patient is noted to have had ventricular fibrillation (vf), was not able to be rescued, and passed away. It was further reported via internal review of historical data transmitted from the device that prior to the event, the rv lead triggered multiple undefined high pace/sense and rv defibrillation impedance warnings. On the date of death, seven high-voltage therapies were delivered with less than the programmed high-voltage energy for episodes of ventricular fibrillation (vf), one of which triggered short circuit protection (scp). The reduced-energy shocks were unsuccessful at terminating the rhythm. Further review of the episode data indicated the remaining six high-voltage therapies displayed high/undefined defibrillation impedance during high-voltage therapy delivery, indicating the reduced-energy shocks and scp event were a result of the suspected lead fracture.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.